Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report for follow-up numbers 4 and 5. Follow-up #04 was previously submitted on february 27, 2018, with MFR number 3004753838-2018-008103. The corresponding ack3 was received on the same date and time with coreid: (B)(4). Follow-up #05 was submitted on may 25, 2018 with MFR number 3004753838-2018-008103-05 and coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report for two previous submissions. These were initially submitted under follow-up #04 (MFR# 3004753838-2018-008103-04) and follow-up #05 (MFR# 3004753838-2018-008103-05).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional. This supplemental MDR with follow-up #02 is being submitted to correct the sequence of supplemental report number and to consolidate the follow-ups number 4 and 5. The original submissions were mw-015127-18 with follow-up #4 under MFR# 3004753838 2018 008103 04 and coreid ci1519776296531.1317272@fdsuv08640_te1 was submitted on 02/28/2018, and mw-048636-18 with follow-up #5 under MFR# 3004753838 2018 008103 05 and coreid ci1527257074111.556289@fdsuv08640_te2 was submitted on 05/24/2018.

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. Drop testing was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed.